Manufacturer narrative:
Device evaluated by manufacturer; a kink was observed in the sheath assembly from femoral marker to the distal end. A partial detachment was observed in the lapjoint section. The mdu and ilab system were used to perform a functional inspection on the device along with the above referenced calibrated equipment. Impedance testing shows an electrical open at distal wave form. Image inspection could not be performed due to the partial detachment. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 23 oct 2020 it was reported that lost image occurred. An opticross imaging catheter was selected for use. During the procedure, the first pullback the image stopped appearing. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a partial detachement in the lapjoint section.